Event description:
On (B)(6) 2013, patient reported she does not think the infusion device is delivering insulin. Patient stated she experienced an incident this morning with elevated blood glucose levels that required outside assistance. Patient reported when she went to bed on (B)(6) 2013, her blood glucose level was 140 mg/dl and when she woke up the next morning on (B)(6) 2013, she felt very sick. Patient stated her blood glucose level was 390 mg/dl on her glucose monitor. Patient's normal blood glucose range is 100-150 mg/dl. Patient reported she was unable to self-treat and called the ambulance. Patient stated when the paramedics arrived her infusion device displayed an e4 (occlusion) error and she was unable to troubleshoot the occlusion so she took her infusion device off to receive treatment from the paramedics. Patient reported she thinks the infusion device was not delivering insulin all night long- 8 hours prior to receiving the occlusion. Patient stated the paramedics gave her an IV of insulin and her blood glucose level tested 330-350 mg/dl on their glucose monitor. Patient reported they took her to the hospital but she was not admitted. Patient stated she left a few hours later. Patient reported she is currently on her backup infusion deice and her blood glucose level is back to normal. Patient stated after leaving the hospital around noon the next day, she decided to put her primary infusion device back on using all new accessories. Patient reported that at 2:30 pm she ate and took a 2.0 unit bolus of insulin. Patient stated her blood glucose level was 147 mg/dl before eating and by 5 pm her blood glucose level was 300 mg/dl. Patient reported she did not think it was delivering insulin after reconnecting to the infusion device after leaving the hospital. Patient stated she did not receive an occlusion error at that time. Patient reported she switched to the backup infusion device and has remained on the backup device. Patient stated she bent the needle of the infusion set after she removed it; was not bent prior to her bending it. Product was replaced and requested return of the alleged infusion device, cartridge, adapter, and infusion set for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter and the battery cover passed the optical inspection. The received used cartridge was visually, leak and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned used infusion sets were visually inspected and tested for flow and tightness. The test results for the transfer sets and 1 headset were within specifications. The other headset had an occlusion with insulin behind the infusion cannula. The manufacturer tests all products during production for leak and flow, and there is no indication that a nonspecific product has been delivered to any customer.

Manufacturer narrative:
On (B)(6) 2013, patient reported she was diagnosed with diabetic ketoacidosis while hospitalized for this event.